Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 30mg/dl which was treated with food. Customer¿s current blood glucose of 86mg/dl. Customer performed troubleshoot for low blood glucose. Customer was advised to monitor the pump and call back if needed. Insulin pump will not be return for analysis.